Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacture date: may 30, 2019 - may 31, 2019. The device was received containing no fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor sv (small volume) pump was not flowing. The issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.